Event description:
It was reported that the insulin pump alarmed button error. The customer replaced the battery but the insulin pump alarmed unexpected restart. The customer was unable to clear the alarm. Customer's blood glucose level was 10 mg/dl. Customer treated their blood glucose with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.